Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported the patient's cgm was reading higher than her bg meter readings, which resulted in her omnipod insulin pump delivering extra insulin that was not needed. Several comparison values were taken with readings of: cgm reading 224 mgdl, bg meter 124 mgdl and cgm reading 352 mgdl and bg meter 272 mgdl. Later in the day, the patient felt as if they were about to pass out. While at work, the patient could not talk and was disoriented. One of the patient's colleagues called for an ambulance. Once emergency medical services (ems) arrived, the patient¿s bg meter was reading 30 mgdl. No specific cgm value was reported at this time. The patient was treated with intravenous (IV) dextrose (d10) and two tubes of glucose gel. After treatment, the patient¿s bg meter reading was ¿over 200 mgdl¿. The patient was transported to the emergency room (ER) around 4:00 pm and was discharged home later the same day around 7:00 pm. The patient was in good condition at the time of report. The reported glucose values fall within the a and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.